Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter; product ID: 8578, serial# (B)(4), implanted: (B)(4) 2016, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8578, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving diluadid, dose and concentration not reported via an implantable pump. The indications for use were spinal pain, non-malignant pain and failed back surgery syndrome. It was reported that the catheter got damaged when the patient was under the sink replacing the faucet and the patient really jerked on it. Then when the patient was coming out from under the sink, he scraped along the cabinet border and heard something, felt something and sure enough by end of day in patient was in withdrawals. Per the reporter they took him to the hospital. The reporter stated that at the ER (emergency room), they did not want to do anything because the patient had the pump. It took 3 days before the healthcare provider the patient worked with could get there. The healthcare provider contacted the manufacturer and then they replaced it. No further complications were reported.